Event description:
It was reported that upon exam, the patient had a yeast infection of the skin on the inner thighs. The patient experienced vaginal itchiness and odor of urine. The patient was given one tab 150mg tab diflucan (one time use) and to apply mycostatin twice a day. The event resolved without sequela on (B)(6) 2012.

Manufacturer narrative:
Product ID: 3889-33, lot# v661843, implanted: (B)(6) 2011, product type: lead. (B)(4).